Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the distal anchoring struts extending beyond the vessel wall. No retroperitoneal hematoma or ivc stenosis were observed. It was further reported that on (B)(6) 2019, the filter was tilted to the right by 23 degrees approximately.

Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the distal anchoring struts extending beyond the vessel wall. No retroperitoneal hematoma or ivc stenosis were observed.